Event description:
The customer reported to philips healthcare that the heartstart xl's "system time too slow". The user stated "that they must adjust time everyday because the time is late about 1~2 minutes than normal time". The battery voltage of the control board is about 3.1v. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.